Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the up and down button were unresponsive. The customer's blood glucose was 20 mmol/l at the time of incident. The customer stated that they treated the high blood glucose with insulin pen. The insulin pump will be replaced and will be returned for analysis.